Manufacturer narrative:
(B)(4). Method: the complaint bc190 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information, videograph and photograph provided by the customer and our knowledge of the product. Results: visual inspection of the videograph and photograph confirmed the reported event, however the location and cause of the leak is unclear. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All flexitrunk infant nasal tubings are visually inspected and pressure tested during production and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions that accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher & paykel healthcare (f&p) field representative that a bc190 flexitrunk infant nasal tubing was found leaking air. There was no patient involvement.